Event description:
Event: dissection. Case detail: it was reported that while treating a type I endoleak of the superior attachment site with a balloon, the proximal aorta was dissected. The dissection was treated with a competitor's cuff. The patient is doing well.